Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a generator change procedure, noise on right atrial lead was observed on an electrogram. During pre check, high lead impedance was also noted on the atrial lead. The lead was capped on (B)(6) 2019 and replaced. The patient was stable before, during, and after the procedure.